Manufacturer narrative:
The complaint sample was returned to greatbatch medical for evaluation and the reported event was confirmed. The returned instrument was fractured at the driver coupling end. There were scuff marks and scratches on the instrument and significant gouges noticed hear the end of the shaft. Surface scratches and can increase wear and risk of corrosion. It is unknown how many surgical procedures this device has experienced. The instrument was manufactured in october 1996. Manual surgical instrument have a limited life-span which is generally determined by wear or damage due to repeated intended use. No further investigation required. Complaint information was provided by stryker orthopaedics. Device manufacture date is october 1996. Notification received from stryker.

Event description:
Per email received 08-apr-13 customer reports; it was reported that while in primary total hip replacement the top of the reamer handle broke. No patient injury or adverse events reported as a result of the incident. Procedure was completed without further incident.

Manufacturer narrative:
(B)(4) medical is not the legal manufacturer of the device involved in this incident.